Event description:
Reporter stated that she took her normal 30 units of lantus insulin and then couldn't test due to power problem on the compact plus system. Reporter indicated that she began experiencing hypoglycemic symptoms a few minutes later and that she self-treated with sugar. Reported stated that she called the paramedics, they obtained a result of 42 mg/dl on their meter, and gave her an injection. She reported that she then ate a turkey sandwich and drank some milk. No other actions or resulting treatment were reported. A request was made for the return of the suspect device and replacement product was sent.